Manufacturer narrative:
Moss tubes, inc. Has called rep of the facility to obtain the tube in question. We were told that the tube will be sent to us. Thus far it has not arrived. When it does it will be sent to our MFR for an eval. Thus far we have no add'l info.

Event description:
Facility sent a medwatch to the FDA and we rec'd this report on march 05, 2008 from the FDA. On 3/5/08 the report states that "the family of the pt observed an rn injecting into the balloon port." "When the tube was inspected it was found to have a burst balloon. This may have led to tube malpostion and associated problems." Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? "No". What was the original intended procedure? "Feeding through, giving meds through, and flushing feeding tube." This report was sent to us by mail and no phone call of other info was provided to moss tubes, inc. We have sent a letter requesting the tube in question and a written description of the event.